Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02224. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the patient¿s system was explanted on (B)(6) 2019.